Event description:
Repot received from the USA stating that during inspection of the device, "a hole was observed in the cord" of the device. The reporter did not know the location of the hole. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was tested and the event was duplicated. Evidence indicates this is due to improper handling. The reported event was confirmed. If additional information is received, a supplemental report will be sent.